Event description:
Patient undergoing a barrx procedure. Upon removal of the barrx 360 express rfa balloon catheter it was discovered that the balloon had deflated but the metal coil did not wrap itself around the deflated balloon. Meditech notified. Device will be sent to company for further review. This is actually the 3rd time this has happened. The first time the provider believed the balloon just got caught on the scope or wire not that the balloon was defective. The second time, we sent the balloon back to medtronic stating it was defective and they replaced it. This is now the third case and we have filled out the forms to send the balloon back for replacement. Reference reports: mw5154600, mw5154602.